Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The customer was advised to replace the cuvette washer drying tip for troubleshooting. It was determined that the cuvette washer drying tip was the cause for the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Additionally, no other discrepant results were reported. A review of historical data for the part associated with this complaint revealed no adverse trend or systemic issues associated with the cuvette drying tip.tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated magnesium result while using the architect c8000 analyzer. The customer provided the following data: initial: 8.4 mg/dl, retest: 1.9 mg/dl. No impact to patient management was reported.